Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. Pacing inhibition was observed which resulted in approximately two seconds of asystole. Loss of capture and high pacing impedance measurements were also noted. The lead was explanted and successfully replaced. No adverse patient effects or symptoms were reported.

Manufacturer narrative:
This rv lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.